Event description:
It was reported that the customer's insulin pump alarmed button error and that there was moisture under the screen. The customer then received a battery out limit alarm afterwards. The insulin pump was exposed to sweat. The customer's blood glucose was 58 mg/dl. Troubleshooting was done. The customer stated that the batteries were out of the insulin pump greater than the duration allowed. Explained that the battery out limit alarm was normal insulin pump behavior given the situation. The customer did not recall any significant events leading to the button error alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or battery out limit alarms noted. The insulin pump was received with minor scratches on lcd window and cracked reservoir tube lip. No moisture damage on motor assembly or electronic assembly noted during visual inspection.